Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged 4 spots on the lungs and a burning and red face. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged 4 spots on the lungs and a burning and red face. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found unknown dust/dirt contamination present on all surfaces of the base unit. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. There is an unknown brown colored residue that can be seen within the iso port entrance. Interior investigation revealed there is unknown debris in the tracks of the ui panel. There were mineral deposits present on the motor casing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o - ring. Secondary findings included a keratin - like substance was observed around the blower box outlet. The occurrence of a keratin - like substance observed around the blower box, the unknown dust/dirt contamination and fibers found on the blower casing/ impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found on motor casing. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concluded, there was no evidence of sound abatement foam degradation. Pil can confirm the presence of contamination in the airpath that were not consistent with the degraded sound abatement foam. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.